Event description:
It was reported that" transport chair bar broke. Stated that he was pushing his wife when the bar that runs from the armrest to the front wheel broke about halfway down".

Manufacturer narrative:
It was reported that" transport chair bar broke. Stated that he was pushing his wife when the bar that runs from the armrest to the front wheel broke about halfway down. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.